Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gallbladder operation, paroxysmal supraventricular tachycardia ((cms/hcc) previously treated with metoprolol.), post herpetic neuralgia, diabetes mellitus (previously on metforim-not well tolerated), asthma and umbilical erythema on (B)(6) 2021, body mass index (26.32 kg/m²), allergy (tramadol causes rash. Patient is allergic to bee stings and patient is allergic to gluten.), pelvic pain and multi gravida (3) on (B)(6) 2021, gastroesophageal reflux disease in 2019 and nulliparous. The patient had a family history of heart disease, unspecified (hypertension), breast cancer and renal disease. As concurrent condition the report mentioned adnexa uteri pain since (B)(6) 2020. In 2012, the patient had essure inserted. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral essure removal and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross description: a.received in formalin, labeled with the patient's barcode and "bilateral tubes" and consists of 2 fimbriated fallopian tubes measuring 3.5 cm in length by 0.5 cm in diameter and 4.0 cm in length by 0.6 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gallbladder operation, paroxysmal supraventricular tachycardia ((cms/hcc) previously treated with metoprolol.), post herpetic neuralgia, diabetes mellitus (previously on metforim-not well tolerated), asthma and umbilical erythema on 14-jun-2021, body mass index (26.32 kg/m²), allergy (tramadol causes rash. Patient is allergic to bee stings and patient is allergic to gluten.), pelvic pain and multi gravida (3) on 09-feb-2021, gastroesophageal reflux disease in 2019 and nulliparous. The patient had a family history of heart disease, unspecified (hypertension), breast cancer and renal disease. As concurrent condition the report mentioned adnexa uteri pain since (B)(6) 2020. In 2012, the patient had essure inserted. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral essure removal and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: gross description: a. Received in formalin, labeled with the patient's barcode and "bilateral tubes" and consists of 2 fimbriated fallopian tubes measuring 3.5 cm in length by 0.5 cm in diameter and 4.0 cm in length by 0.6 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.